Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The fans were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Concomitant medical products: other relevant device(s) are: kit svc o2 bi71000531 gantry dual fans. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the sites system made loud noises when rotating the tube ap/ laterally.  There were loud noises during the spin, and then the system door would not open. It had to be manually opened. Afterwards, they were able to hear the fan attempting to turn on but were unable to use power to open the door. There was a 2 minute delay and no reported impact to patient outcome.